Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the keypad (controls) being worn on the main keypad assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with the reported event.